Event description:
It was reported from the hematology/ oncology center that the tubing set unintentionally disconnected from the injector luer lock and leaked during a continuous infusion of an unspecified chemotherapy medication infusing via a central line. Although the infusion rate is unknown, the customer stated that the continuous infusion rates are usually less than 75cc/hr. The customer further stated that the infusion is prepared in the pharmacy. Although the disconnection placed the patient at risk for a central line infection, there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Patient reported as adult. Customer declined to provide other patient demographics due to hipaa regulations no product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported from the hematology/oncology center that the tubing set unintentionally disconnected from the injector luer lock and leaked during a continuous infusion of an unspecified chemotherapy medication infusing via a central line. Although the infusion rate is unknown, the customer stated that the continuous infusion rates are usually less than 75cc/hr. The customer further stated that the infusion is prepared in the pharmacy. Although the disconnection placed the patient at risk for a central line infection, there were no adverse effects caused to the patient from the event.